Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose results were 288mg/dl, 221mg/dl. Tests were done <10 mins apart with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.